Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that an imaging catheter got stuck in stent. The target lesion was located in the non calcified left anterior descending artery. During a percutaneous coronary intervention (pci), after an unknown stent was deployed, post- intravascular ultrasound was attempted to be performed with an opticross imaging catheter. However, the guidewire exit hole of the opticross got stuck at the distal side of the deployed stent which was well apposed to the blood vessel. The physician then pushed and torqued the opticross imaging catheter and was able to removed it successfully from the patient. The procedure was completed with another with same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. Evaluation of the returned device revealed that the distance from the distal end of the transducer housing to the tip of the catheter is within specification. The guidewire exit port was lifted 1.0mm. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted and a good square image appeared in the system. The device failed to meet specifications based on its returned condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an imaging catheter got stuck in stent. The target lesion was located in the non calcified left anterior descending artery. During a percutaneous coronary intervention (pci), after an unknown stent was deployed, post- intravascular ultrasound was attempted to be performed with an opticross imaging catheter. However, the guidewire exit hole of the opticross got stuck at the distal side of the deployed stent which was well apposed to the blood vessel. The physician then pushed and torqued the opticross imaging catheter and was able to removed it successfully from the patient. The procedure was completed with another with same device. No patient complications were reported and the patient's status is good.